Event description:
It was reported that a malfunction occurred with the display showing a malfunction code. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer took corrective action by administering a correction injection via multiple daily injections (mdi). Technical support provided information to reset the pump, which resolved the issue without recurrence. The customer was instructed to call back if the malfunction code reappears, and they acknowledged understanding this guidance.